Event description:
Pt attendant was struck and injured by oxygen gas cylinder that was mistakenly wheeled into the magnet room by a pt attendant.

Manufacturer narrative:
(B)(4). No info was provided on the condition of the pt attendant. The only info received was that the pt attendant suffered from a head injury and was treated in the ICU. It is a known issue that no magnetic materials should be brought into the exam room. No field corrective action is required. The safety directions as presented in the instructions for use already contain warnings on this matter.